Manufacturer narrative:
(B)(4). The complainant indicated that the device will be serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 5, 2021 that an auriga xl 4007 general laser console was used in a retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6) 2021. During the procedure, when the physician activated the laser, an error 1309 - power measurement out of order occurred repeatedly. The physician turned off and on the console a few times and the problem continue to occur. The procedure was not completed due to the event. There were no patient complications reported as a result of this event.